Manufacturer narrative:
(B)(4). Title: hancock ii bioprosthesis for aortic valve replacement: the gold standard of bioprosthetic valves durability? Citation: annals of thoracic surgery (2010) 90:775¿ 81 (doi 10.1016/j.athoracsur.2010.05.034) authors: tirone e. David, md, susan armstrong, ms, and manjula maganti, ms earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the long-term durability of this bioprosthetic aortic valve. All data were collected from a single center between 1982 and 2004. The study population included 1134 patients (predominantly male; mean age 67 ± 11years), all of which were implanted with medtronic hancock bioprosthetic surgical aortic valve (serial numbers were not provided). Over the twenty-two year study, 622 of the patients died. Of these deaths, 75 were described by the authors to have been valve related, however a direct relationship between the valve implant/function and the deaths was not provided. Thirty-one deaths were due to stroke, 14 were due to endocarditis, 18 were due to structural valve dysfunction (svd), and 12 were due to hemorrhage. The remaining deaths were attributed to non valve related cardiac causes, aortic aneurysms or ¿other causes¿. Among all patients adverse events included: 41 incidents of endocarditis, 16 required surgical intervention and 25 were treated medically. Hemorrhagic complications occurred in 42 patients; 14 required blood transfusion. Paravalvular leak (pvl) occurred in 4 patients; 2 required surgical intervention. Stenosis due to pannus occurred in one patient and required surgical intervention. Structural valve dysfunction (svd) occurred in 87 patients; 74 required surgical intervention. Other adverse events were reported in 124 patients due to thromboembolic related complications (89 incidents of stroke and 34 incidents of transient ischemic attacks). Four dissections and 3 aortic root aneurysms were also noted and required surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.